Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of providing inappropriate anti-tachycardia pacing (atp) and delivering more than two inappropriate shocks due to an atrial arrhythmia with rapid ventricular response (rvr). The delivered shocks resulted in therapy exhaustion. It was noted that the therapy provided did not convert the rhythm. The patient was admitted to the hospital, where the device was reprogrammed. At this time, this implantable cardioverter defibrillator (ICD) remains in service, and no additional adverse patient effects were reported.